Manufacturer narrative:
The field service representative initially replaced the ice sensing unit in the tcm. When it was tested, the tcm made ice, but the flow stopped. The ice sensing kit was then replaced and the system operated as intended. The parts were returned to the manufacturer for investigation. It was determined there was a short in a fuse in the mini air compressor. No damage to the tcm was noted; this was an out of box failure. The supplier was notified of the issue. This report is being submitted to the FDA as a result of a retrospective review of product complaints.

Event description:
It was reported that the tcm continued to make ice, even when the system should have not produced any additional ice. The delay board did not stop. The system was changed out and the surgery was completed successfully. No patient injury was reported.